Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom uncuffed neonatal and pediatric tracheostomy tube flange eyelet was torn. The issue was observed upon inspection of the tube when the patient was taken to the tub room for a bath in a long-term pediatric rehabilitation facility. The tracheostomy tube ties were still intact, but not engaged. The tracheostomy tube was washed twice and was two to three days away from a routine monthly tracheostomy tube change. It was noted that pepper medical ties were used with the tracheostomy tube and were changed daily. The cuff patency was tested prior to use. An emergent tracheostomy tube change was required to address the issue. No permanent injury was reported.